Event description:
It was reported that the pump battery could not be charged using the tandem-provided charging pad, power charger and usb cable. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter. New charging supplies were sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.